Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up, post-coronary artery bypass graft surgery (CABG). Upon interrogation, it was noted that the atrial lead exhibited a high capture threshold and dropped sensing values. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.